Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/7/2020. Additional information: the following information was requested but unavailable: does the surgeon believe that ethicon products involved (silk suture) caused and/or contributed to the post-operative complications (deep infection, worsening numbness, csf leakage, distal deep vein thrombosis) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (silk suture) used in this procedure? Patient demographics for the patients that experienced the post-operative complications listed above. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved (silk suture) caused and/or contributed to the post-operative complications (deep infection, worsening numbness, csf leakage, distal deep vein thrombosis) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (silk suture) used in this procedure? Patient demographics for the patients that experienced the post-operative complications listed above. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: clinical neurology and neurosurgery 185 (2019) 105483. Doi: https://doi.org/10.1016/j.clineuro.2019.105483.

Event description:
It was reported via journal article: "title: surgical treatment of giant benign sacral neurogenic tumors using the posterior-only approach". Author: jie zang, wei guo, yi yang, ran wei. Citation: clinical neurology and neurosurgery 185 (2019) 105483. Doi: https://doi.org/10.1016/j.clineuro.2019.105483. This retrospective study reviewed experiences in performing resections of giant benign sacral neurogenic tumors using the posterior only approach via ¿fishing¿ method and assessed the outcomes of patients after this procedure. Between feb 2008 to feb 2018, 155 patients (76 males, 79 females, mean age of 46 years and range of 18¿67 years) underwent surgical resection of the giant benign sacral neurogenic tumor using the posterior-only approach. Part of the whole tumor was first excised and then a double strand of no. 1 mersilk suture (ethicon) was applied to remove the remaining part of the tumor. By pulling the sutures fixed in the tumor, the remaining part of the tumor could be lifted up to facilitate excision of the whole tumor. Worsening of neurological functions (n=1) whereby the s1 dermatomal distribution of numbness was getting worse after the surgery (n=1), cerebrospinal fluid leakage (n=8), deep infection (n=7) and distal deep vein thrombosis (n=1) were reported as postoperative complications. Csf leakage was successfully treated with bed rest in a horizontal position without a pillow for three to five days until the drainage fluid was pink or clear, and then with the head of the bed elevated to approximately 20-30°. Patients who developed deep infection (n=7) were treated by debridement, drainage, and systemic antibiotics and the deep vein thrombosis resolved upon the treatment with anticoagulant drugs for six months. Many factors could contribute to this rate, including a prolonged operating time, large surgical exposure, wound in proximity to the anus, the presence of a huge dead space after tumor resection, nerve injuries, and poor blood supply to the skin flap. In conclusion, although certain functional loss resulting from surgery is inevitable due to the location and characteristics of giant benign sacral neurogenic tumors, patients with symptoms could still benefit from tumor resection using a posterior-only approach.